Event description:
It was reported that the device exhibited post-paced t wave over-sensing. Device reprogramming change was made. The device was at eri and was replaced. The patient was discharged from the hospital after the procedure.